Manufacturer narrative:
This event is the same as MFR: 2937094-2019-60862.

Event description:
The patient was administered prostate block or epidural. During procedure a total of 14 treatments were delivered. No adverse events occurred, and no device observations were noted. The same day post procedure, the patient was experiencing urinary frequency, urinary urgency and gross hematuria. The patient was administered myrbetriq (unknown dose) for the urinary frequency and urgency. The patient was discharged 6 days post procedure with an indwelling catheter. The patient gross hematuria was reported to have resolved 87 days post onset symptom without medication. At 206 days post the index procedure, the patient was reported to be experiencing sloughed tissue. No medical action was taken. The investigator assessment for the urinary frequency and urgency were assessed as definitely procedure related but not related to the device. The gross hematuria was assessed as definitely related to the procedure and possible related to the device. The assessment of the patient sloughed tissue was assessed as not related to the procedure or device. The clinical endpoint committee adjudicated the patient gross hematuria as definite treatment related and possible related to the device. There was no clinical endpoint committee results required for the patient symptoms of urinary frequency, urgency and sloughed tissue. This report is for urinary frequency and urgency and hematuria.